Manufacturer narrative:
Initial.

Event description:
It was reported that the patient used meal announcements to correct a high blood glucose of 335 mg/dl rather than allowing the system¿s correction algorithm to address the hyperglycemia, and education was provided to avoid this practice going forward. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to user interaction with the user interface without a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.